Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy into normal tissue, the device allegedly failed to deploy and was difficult to remove from the patient. A tear in the patient's tissue occurred as a result of the removal of the device. It was further reported that a planned secondary intervention was performed and another device was used to complete the biopsy. The patient is stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure modes. Investigation summary: one dualok localization wire and introducer cannula was returned for evaluation. Visual inspection identified a slight bends on the braded wire. The bends were not originally reported and it is unknown if shipping/handling contributed to the observed condition; therefore, the finding was consider an incidental finding. The investigation is inconclusive for both difficult to advance and difficult to remove, as a functional evaluation could not be performed due to the return condition of the sample and the specific circumstances of the procedure (i.e. Patient tissue), could not be replicated. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy into normal tissue, the wire allegedly failed to advance within the cannula and was difficult to remove from the patient. A tear in the patient's tissue occurred as a result of the removal of the device. It was further reported that a planned secondary intervention was performed and another device was used to complete the biopsy. The patient is stable.